Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the package of the sundt external w/non-reinforced segment (nl8505077) was not sealed sufficiently. It appeared to have been incorrectly sealed or cut off at the top. There was no pt contact or injury. The product problem was discovered before use.